Manufacturer narrative:
Pump not received stuck in manufacturing mode unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, damage keypad overlay texture, fading serial number label, missing display window cover and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had the transparent circular plastic in the reservoir attachment part has come off. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.